Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that after the patient was moved to the post-operative room, atrial and ventricular lead impedances were >2500 ohms and loss of atrial capture was noted. When the pocket was opened, the leads tested normal via an analyzer. The physician suspected a problem with the pacemaker's setscrew, therefore, a new pulse generator was implanted.